Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator was making a crackling noise. The customer reported that there was a burning smell. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was making a crackling noise. The customer stated that there was no delay to the patient care. There were no adverse events or injuries reported based on this event.